Event description:
It was reported to philips that the ac led light on the device would not power on due to a faulty ac module (g1136c 058097). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.